Event description:
The patient reported that she received a low battery alarm and she found the pump and battery were hot to the touch. The patient confirmed that she was not injured.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the pump was powered on and gave a replace battery alarm. During testing, high current draws were measured. The pump cover was removed there was no evidence of moisture ingress. The power circuit components were all found to be functioning appropriately. A circuit board component u12 was found to have failed. Pump over-heating was unable to be duplicated during testing.